Manufacturer narrative:
Other text: product is beyond ten years from manufacture date of 2011-11 and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. A service history review identified this device has not been in for service in the previous two years and there was no indication of a service issue during the investigation. No product sample nor photos were received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Additional information was received indicating that there was no patient involvement.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited lec 1660. No adverse effects were reported.